Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ous mr 3.00 x 16mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the proximal end of the stent were lifted and pulled distally from their crimped position. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 15-apr-2020. It was reported that crossing difficulties were encountered. The target lesion was located in the moderately tortuous and moderately calcified left main coronary artery. A 3.00 x 16mm synergy drug-eluting stent was advanced for treatment but failed to cross the lesion. The patient condition was worse a little, so the procedure was discontinued and the patient was transferred to other hospital. However, returned device analysis revealed stent damage.